Event description:
It was reported that stent dislodgement occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the stent came off the balloon delivery system while repositioning it inside the coronary artery. After multiple attempts the stent was retrieved. Upon observation, the stent struts were damaged/destroyed. No patient complications were reported.